Event description:
The patient was in burn operating room and procedure was finished. Prior to the patient returning to room on burn unit, the rn was asked to come insert the cortrak feeding tube with the cortrak machine. During the insertion process, the nurse utilized the "floppy tip" technique to try to help it advance. She pulled the stylet back partially, then when she advanced the stylet, it perforated through the side of the cortrak tube. The kub and chest x-ray showed the tube was coiled in the esophagus. There was no pneumothorax or esophageal perforation seen on x-ray images. The patient had bloody secretions and coughing over night but it resolved by the next day.